Event description:
As reported: "the mets proximal humerus case initially went well on (B)(6) 2021. However in the early post-operative phase the patient developed anterior dislocation of the shoulder joint. I have consulted mr (B)(6) (designer of the device) who reviewed all her x-rays. He thought the humeral component probably levered on the anterior glenoid neck and became dislocated anteriorly. He advised to wait for 6 weeks for the glenoid component to be osteo-integrated before intervention. He told me he has seen self relocation before, but most likely the patient would require open reduction at some stage. Apart from the dislocation the patient is doing well in a poly sling with little symptoms at this stage. I'm discussing with her the various options of treatment including surgery...my plan is to do re-operation for the patient. The plan would be (assuming the joint fails to self relocate): open reduction + (dacron) mesh reinforcement (plan a) +/-; revision of the humeral component (plan b, in case if the problem is excessive retroversion of the humeral component, which has to be assessed intra-operatively). "

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, proximal humerus replacement, humeral component was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for proximal humeral replacement with bayley-walker shoulder, which was inserted on (B)(6) 2021. The surgeon reported anterior dislocation of the shoulder. The x-ray images provided through email show that the humeral component was dislocated anteriorly and laterally in relation to the glenoid head, which confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: email from consultant orthopaedic surgeon on (B)(6) 2022 states that dislocation occurred: "somewhere between day 1 and day 4 [..]". This is happened while operation record states: "[..] Spin test performed and confirmed perfect alignment of the ring irrigation [..]", however intraoperative images were not provided. On (B)(6) 2022 the sales representative updated: [..] The operation (open reduction) was done on (B)(6), 2022 and was successful, so far the patient is recovering well in progress". The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "the mets proximal humerus case initially went well on (B)(6) 2021. However in the early post-operative phase the patient developed anterior dislocation of the shoulder joint. I have consulted mr b (designer of the device) who reviewed all her x-rays. He thought the humeral component probably levered on the anterior glenoid neck and became dislocated anteriorly. He advised to wait for 6 weeks for the glenoid component to be osteo-integrated before intervention. He told me he has seen self relocation before, but most likely the patient would require open reduction at some stage. Apart from the dislocation the patient is doing well in a poly sling with little symptoms at this stage. I'm discussing with her the various options of treatment including surgery...my plan is to do re-operation for the patient. The plan would be (assuming the joint fails to self relocate): 1. Open reduction + (dacron) mesh reinforcement (plan a) +/- . 2. Revision of the humeral component (plan b, in case if the problem is excessive. Retroversion of the humeral component, which has to be assessed intra-operatively). "